Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice device during dwell. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that the alarm occurred during the previous therapy and they had cleared the alarm following the instructions in the user manual. There was nothing unusual reported that could have caused or contributed to the reported alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.